Manufacturer narrative:
The monitor tech reported that the full disclosure historical data was not displaying any error messages and was blank on the remote network station (rns) for 3 bedside monitors (bsm), so nihon kohden technical support (tech support) had them check the central nurse's station (cns), the primary monitoring device, and found that the 3 bsms were displaying admit instead of patient vitals. The biomedical engineer (bme) located the cns closet 7031, and rebooted the cns. Upon boot up, the patient vitals for the 3 bedside monitors were displaying correctly. They checked the full disclosure, and it was working correctly as well. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Remote network station: model: ni, sn: ni. Bedside monitor: model: ni, sn: ni.

Event description:
The monitor tech reported that the full disclosure historical data was not displaying any error messages and was blank on the remote network station (rns) for 3 bedside monitors (bsm), so nihon kohden technical support (tech support) had them check the central nurse's station (cns), the primary monitoring device, and found that the 3 bsms were displaying admit instead of patient vitals. The biomedical engineer (bme) located the cns closet 7031, and rebooted the cns. Upon boot up, the patient vitals for the 3 bedside monitors were displaying correctly. They checked the full disclosure, and it was working correctly as well. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the monitor tech reported that full disclosure historical data was not displaying any error messages and was blank on the remote network station (rns) for 3 bedside monitors (bsm), so nihon kohden technical support (nk ts) had them check the central nurse's station (cns), the primary monitoring device, and found that the 3 bsms were displaying "admit" instead of patient vitals. The biomedical engineer (bme) located the cns closet and rebooted the cns. Upon boot up, the patient vitals for the 3 bsms were displaying correctly. They checked the full disclosure, and it was working correctly as well. No patient harm or injury was reported. Investigation summary: when checking the cns, these devices were displaying "admit" instead of the patient waveforms/vitals. Having the admit message on the screen suggests that the bsms had not yet been admitted or there was a network connection issue as the cns was not accurately recognizing that the devices had already been admitted. For the rns to see full disclosure data, the data of devices must be saved on a cns. This could be done by admitting the device on the cns and locally filing them. Since the cns did not appear to recognize that the bsms were admitted, the user would not be able to see full disclosure data. The customer indicated that the issue was resolved after the cns was rebooted. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are network related issues and long uptime of the cns device without a reboot. It is recommended in the cns operator's manual to reboot the cns once every three months. Otherwise, the cns operation becomes unstable, and monitoring may stop. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The monitor tech reported that the full disclosure historical data was not displaying any error messages and was blank on the remote network station (rns) for 3 bedside monitors (bsm), so nihon kohden technical support (tech support) had them check the central nurse's station (cns), the primary monitoring device, and found that the 3 bsms were displaying admit instead of patient vitals. The biomedical engineer (bme) located the cns closet 7031, and rebooted the cns. Upon boot up, the patient vitals for the 3 bedside monitors were displaying correctly. They checked the full disclosure, and it was working correctly as well. No patient harm was reported.